Event description:
This case involves a (B)(6) who presented for a left total knee arthroplasty due to primary osteoarthritis of the left knee on (B)(6) 2017. He tolerated the procedure well. The pt progressed through hospitalization and was subsequently discharged. The pt presented to his surgeon's office on (B)(6) for a routine two week f/u exam with imaging. The x-ray of his left knee showed a radiopaque marker signifying a retained portion of the hemovac drain anterior at the midline with well-placed total knee arthroplasty. On (B)(6) the pt was brought back to the operating room for removal of retained drain fragment. The pt was discharged the same day without further incident. The pt continues pt for his left knee arthroplasty and outpatient f/u.